Manufacturer narrative:
The subject colonscope was inspected for abnormalities by the manufacturer and found that the scope was physically and functionally satisfactory and that nothing related to the scope could have caused a perforation of the bowel. The stiffness of the insertion section was checked by coiling it into an 8 inch radius. The colonoscope passed this test. Internal documentation noted that mr (B)(6) reported a "tear in lower bowel". Fujinon inc attempted several times to contact the customer to request additional information but was unsuccessful. There were no previous repairs or patient injuries for this sn scope. This customer has owned the subject scope since september 2010. There are no other incidences of this nature for this model scope.

Event description:
The facility returned a colonoscope to the manufacturer's service dept and noted "scope was used in case involving possible perforation" on the service/ return notification form.